Manufacturer narrative:
Olympus technical assistance center (tac) worked with the customer to troubleshoot the issue over the phone. Tac instructed the customer to try another processor, but had the same issue. Then the customer tried another flexible scope and another camera head, and both were fine. Tac recommended the camera head be sent into olympus for repair. However, the suspect device was not returned to olympus for evaluation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was the presence of dust or foreign material attached to the electrical contacts, resulting in communication failure and the reported "e216" error. As stated in the instructions for use, as a preventive measure: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that a "e216" error was generated. There was no patient injury, associated with the problem, reported to olympus.